Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
When on holiday in turkey, the patient experienced hypoglycemia, with a blood glucose level of 48 mg/dl. During the trip, she developed gastrointestinal symptoms, including vomiting and diarrhea lasting for two days, along with intense abdominal pain and cramps. The patient was taken to hospital, ultrasound, blood, and urine tests were performed. The physician assessed that the symptoms were unrelated to the insulin pump, but to prevent further insulin delivery, the pod was removed after 5 hours of use. Upon discharge, the patients blood glucose level was 114 mg/dl. The patient's mother reactivated a new pod after returning to the hotel. No diagnosis was made at the hospital, though a colon infection was suspected. Treatment included womex (for nausea, twice daily), intravenous electrolytes (pro-day), and one ampule of energy liquid. The patient was discharged after 5 hours of hospital observation. The patient resides in germany but was travelling in turkey at the time of the event.